Event description:
Customer tested blood glucose at noon and received a result of 98mg/dl. Pt laid down to rest between 3 and 5 pm. Later their family member was unable to wake pt up and called paramedics. Paramedics arrived and tested and received a result of 47mg/dl. The customer was taken to the hosp and admitted. The customer was given insulin and food. The customer stated pt had been using controls to clean the device. A request was made for the return of the suspect device and replacement product was sent.